Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the investigation has been updated to reflect the correct information: investigation summary: according to the information provided, it was reported that the interface cable doesn't respond to electric current while competitors shavers works. The blue light is blinking but it doesn't trigger the pump to switch to shaver suction . The pump recognize the cable as shaver handpiece , there is 2500 rpm on a right side. A photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos upon the photo visualization, the pump and the cable were observed, however the fms connect (vue) is being held in a manner in which the blue light indicator cannot be seen. With the photo provided is not possible to identify damage/failure in the device. The overall complaint was unconfirmed as the photograph provided is not representative of the reported complaint condition. Based on the investigation findings, there is no enough evidence to adjudicate a root cause for the issue experience by the customer. Hands on analysis should provide the required evidence to provide a root cause. Therefore, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation has been updated to reflect the correct information. Investigation summary: the product was returned to depuy synthes mitek for evaluation. Depuy synthes mitek then conducted visual inspection and functional test of device received. Upon visual inspection, it could be observed, that the external appearance of the device is in a normal used condition. The cord as well as the connector and pins do not show structural anomalies. To test its functionality, the device was connected to a test fms vue pump, also a test shaver handpiece was wired through the interface cable. When the shaver was activated/powered on instantaneously. The blue indicator light was flashing on the device. However, the suction function could not be activated. The overall complaint was confirmed. As the observed, condition of the fms connect (vue) would contribute to the complained device issue. Based on the investigation, the root cause is traced to wear of device's internal components, since this is a reusable device. The constant manipulation between surgeries and sterilization process can lead to a non-working interface cable. It has been determined, that no corrective and/or preventative action is proposed. There is no indication, that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance. Correction: d4: lot number, the lot number was reported as l0a42054 in the initial report. This has been updated to l07a42054. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. E1: the initial reporter's address was not provided. H4: the device manufacture date was unknown d10: concomitant device: fms connect (vue), therapy date: on (B)(6) 2024. (B)(4)

Event description:
This is report 1 of 2 of the same event it was reported by the sales rep in israel that during an unspecified surgical procedure on (B)(6) 2024 the 2x fms connect device interface cable did not respond to electric current. It was reported that the blue light was blinking but it did not trigger the pump to switch to shaver suction. According to the reporter the pump recognized the cable as shaver handpiece and there was 2500 rpm on a right side. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.